Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port kit was returned for evaluation, and two photos were provided for review. Visual, microscopic, functional and dimensional evaluations were performed on the returned device. Uncoiling was noted throughout the guidewire loaded into the introducer needle. The j-tip of the guidewire was noted to be bent. The flat core wire was visible within the uncoiled portion of the guidewire. The termination of the flat core wire was observed to be granular. The round core wire did not appear present within the uncoiled portion of the guidewire. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful. Resistance was not felt. The photo shows stretching of the guidewire and bend in the j-tip of the guidewire. Therefore, the investigation is confirmed for the reported removal difficulty, guidewire fracture and the identified material separation, stretch issue. However, the investigation is inconclusive for the reported physical resistance issue as no resistance identified under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the guidewire allegedly blocked during mobility test in the canula. It was further reported that there was difficulty in removal. Furthermore, the guidewire was allegedly broke. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the guidewire allegedly blocked during mobility test in the canula. It was further reported that there was difficulty in removal. Furthermore, the guidewire was allegedly broke. The procedure was completed using another device. There was no patient contact.